Event description:
In 2008 - due to no injury being reported, I am not paging a field investigation. Pre notification will be sent on end of week report. Technician alleged the head and knee functions don't work. No injury reported with this issue. He found the CPR handle was stuck slightly into CPR causing this issue. He wiggled the handle and repositioned the middle base cover, and the bed functions started working properly.